Manufacturer narrative:
Siemens field service engineer (fse) inspected system, replaced lamp and retainer, cleaned lens, fiber optic bundle and readhead. Fse verified pipette tip condition and run calibration and qc. All qcs were recovered as expected. Instrument is operational.

Event description:
Customer reported discordant results on the instrument. There was no report of injury due to this event.